Manufacturer narrative:
DISCLAIMER: ADVANCED BIONICS DOES NOT INTEND THAT THIS REPORT BE ANY ADMISSION OF LIABILITY, FAULT OR PRODUCT DEFECT.

Event description:
THE RECIPIENT REPORTEDLY EXPERIENCED ELECTRODE MIGRATION. A CT SCAN CONFIRMED ELECTRODE MIGRATION. THE RECIPIENT UNDERWENT REPOSITIONING SURGERY ON (B)(6) 2025.

Manufacturer narrative:
Additional Information: Section H.6. Advanced Bionics considers the investigation into this reportable event as closed. The recipient experienced a partial insertion following repositioning surgery. The recipient underwent a second surgery to reposition the electrode on (b)(6) 2025. The recipient was successfully activated. This is the final report. Disclaimer: Advanced Bionics does not intend that this report be any admission of liability, fault or product defect.